Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting with tandem technical support, the pump touch screen was operating as expected. Additionally, the wake button was intermittently difficult to press. During troubleshooting with tandem technical support, customer was able to unlock pump using wake button. Customer continued to use the pump for insulin therapy. The customer¿s blood glucose level was 130mg/dl.